Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 407mg/dl at the time of incident. The customer reported that she noticed leaking. Customer stated she changed the set this morning and noticed that her blood glucose was really high, so she looked down and noticed the site piece was leaking. Customer stated she thought that she might have done something. Customer stated she had not treated for the high blood glucose. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.